Event description:
It was reported that a malfunction code 16 was displayed on the pump, and the customer experienced repeated issues even after rebooting. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to multiple daily injections (mdi) as a backup therapy.